Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded on (B)(6) 2014 and (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked in the thread area. The battery compartment threads were also found to be damaged. Evidence of moisture contamination was observed inside the battery compartment. No battery cap was returned with the pump. A test battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses, or call service alarms occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.